Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reading inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2016 at 01:00am he obtained results of 283, 301 and 382mg/dl on the subject meter performed within 20 minutes of each other. Based on statistical methodology these results satisfy lfs criteria for precision. The patient manages his diabetes by self-adjusting his insulin doses. The patient denied developing any symptoms however stated that on (B)(6) 2016 he visited his doctor's office where he was treated with 10cc of insulin. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. Replacement products were sent to the patient. This complaint is being reported as the patient received medical intervention from a healthcare professional for a hyperglycemic event after the alleged issue occurred.